Event description:
A patient's device was explanted due to reaching it's normal end of life, as determined via calculations. The pt's outcome was noted as very good, following the device replacement procedure. No injury was noted.

Manufacturer narrative:
(B)(4).